Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was not able to confirm the reported event; the rf (radio frequency) head was able to interrogate pacemakers. Analysis also found the rf head cable was twisted and had insulation damage. The plastic anti-slip layer was ripped off the rf head label. (B)(4).

Event description:
It was reported the programmer does not recognize all the models of pacemakers and ICD (implantable cardioverter defibrillator). The programmer and rf (radio frequency) head were returned for repair. There was no patient involvement.